Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that during insertion of the intra-aortic balloon the iab would not advance through the sheath. The iab was removed and had become unfurled. The customer states the problem occurs frequently. A different sheath was used and the iab still would not pass through the sheath. A new iab was opened and it passed through the sheath without difficulty. The sheath that comes with the iab is always very difficult to unlock dilator according to the customer. There were no reported injuries to any patient. This submission is being submitted to document that the customer states the problem occurs frequently and therefore no specific event date is being reported.